Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, rrt alert was received on (B)(6) 2023 whereas longevity was estimated between 7 and 9 years in (B)(6) 2023; the device was explanted on (B)(6) 2023.

Event description:
Reportedly, rrt alert was received on 22 june 2023 whereas longevity was estimated between 7 and 9 years in april 2023; the device was explanted on (B)(6) 2023.

Manufacturer narrative:
Please refer to the attached report shared with the hospital - the expertise of the returned ICD revealed the battery was depleted and no over-consumption was detected. - the root cause could not be determined with certainty. The most likely hypothesis would be a battery failure. - further investigations are ongoing at the battery manufacturer level.

Manufacturer narrative:
Review of the provided patient files dated from on (B)(6) 2023 led to the following observations: the battery voltage was measured at 2.57v on (B)(6) 2023 and rrt has been reached. An abnormal battery curve is observed from on (B)(6) 2023. Between on (B)(6) 2022 and on (B)(6) 2023, right ventricular lead impedance and rv coil impedance were stable within normal range. The ICD was explanted on (B)(6) 2023 and returned for analysis. The analysis of the explanted device revealed : upon reception, the returned device was interrogated : the device was not able to pace, detect or communicate. Then the device was opened to have direct access to internal components: the battery was found at 1,79v (operating limit voltage). A detailed visual revealed the battery was inflated. The device was then powered with an external power supply; the device paces, detects, charges and shocks to 42j normally without any over-consumption; the hybrid circuit was then submitted to the standard electrical manufacturing hybrid test: no significant difference was observed when comparing the results with those obtained during the manufacturing cycle (at the time the device was manufactured). Further investigations are ongoing at the battery manufacturer level. The field b3 "date of event" was modified to 30 may 2023.

Event description:
Reportedly, rrt alert was received on (B)(6) 2023 whereas longevity was estimated between 7 and 9 years on (B)(6) 2023; the device was explanted on (B)(6) 2023.

Manufacturer narrative:
Please refer to the attached report - the expertise of the returned ICD revealed the battery was depleted and no over-consumption was detected. - the root cause of the fast battery depletion is a battery failure (due to cluster).

Event description:
Reportedly, rrt alert was received on 22 june 2023 whereas longevity was estimated between 7 and 9 years in april 2023; the device was explanted on (B)(6) 2023